Manufacturer narrative:
Inner and outer siderail panel assembly.

Event description:
It was reported by service report that the outer/inner siderails are cracked on the panels. No pt involvement or adverse consequences are reported.